Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. Evaluation summary it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. In addition, we confirmed that the insertion flexible tube (ift) cut, the root brace rubber flexible tube cut, the light guide fiber bundle (lcb) disconnection, and the light guide cable buckle; however, these are not related to the alleged complaint. Replaced parts in this complaint are as follow. Insertion flexible tube (ift) due to cut. Root brace rubber flexible tube due to cut. Ccd module due to defective. Light guide fiber bundle (lcb) due to disconnected. Light guide cable due to buckled. This report is being filed as part of the pentax backlog management plan.

Event description:
Image disturbance during movement. Reason is the ccd is wet. This event occurred at the time of before use. There was no report of patient harm.